Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. Visual inspection was performed on the reader and no issues were observed. Reader turns on with button depression. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after accidentally putting his freestyle libre reader through the laundry (water damage), it would no longer turn on with button press or test strip insertion. The customer could not monitor glucose and experienced symptoms of fatigue and pain, and self-presented to a hospital. The customer was diagnosed with hyperglycemia, and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after accidentally putting his freestyle libre reader through the laundry (water damage), it would no longer turn on with button press or test strip insertion. The customer could not monitor glucose and experienced symptoms of fatigue and pain, and self-presented to a hospital. The customer was diagnosed with hyperglycemia, and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.